Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 400 mg/dl. Customer¿s blood glucose value was 392 mg/dl at the time of call. Customer treated with manual injection. The customer also reported that the insulin pump was not working and had to change the infusion set and reservoir. The customer mentioned that the insulin pump made a noise. The customer reported that the insulin pump was saying it is delivering but they believe that it was not. High pressure test was performed and the insulin pump alarmed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Device received with cracked retainer, minor scratched display window and scratched case.